Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that lenticular material fell to the back of the eye which needed a vitrectomy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an unexpected outcome post laser assisted cataract surgery. Additional information received states that the camera was not in focus during the procedure. The surgeon adjusted the focus and proceeded without a clear view. The surgeon noted an anterior tear during hydro dissection that extended posteriorly during phacoemulsification. The surgeon noted that capsulotomy, chop, and cylinder were fine. A sulcus intraocular lens placed in the eye and the procedure was completed with no additional harm to the patient. The patient was referred to a retina specialist.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. The company representative was unable to replicate the issue. All energy, depth, oct and control point calibration were verified and found within specifications. The company representative found the objective highly contaminated with liquid deposits. The objective was cleaned and the customer instructed to contact the company when the objective is found dirty, and have it clean before performing treatments. The company representative also instructed the customer to restart the system if the camera goes out of focus during docking. The system was tested and verified and found to meet specifications. As the objective was highly contaminated with liquid deposits, and this could cause the scanning images to be blurry. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the contaminated objective assembly. The surgeon decided to proceed with the treatment without a clear view; therefore, the root cause of the reported event of anterior capsule tear can be attributed to user error. (B)(4)